Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported a patient with diffuse lamellar keratitis in the left eye one day post lasik procedure. The patient noted good vision and comfort. The reporter indicated an oral steroid pack was prescribed, a flap lift and rinse was performed, and topical steroid dosage was increased.

Event description:
Additional information indicated diffuse lamellar keratitis has resolved. The patient's vision is good with no refractive error. The patient had no problems or complaints.